Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012, she experienced a low blood glucose (bg) of 27/mg/dl and was taken to the emergency room (ER). The patient reported that she awoke at 2am on (B)(6) 2012, with a low bg but did not test her bg and refused help from her family. The patient was reportedly taken to the ER where her bg was tested to be 27mg/dl. The patient stated that she was removed from the pump and was treated with IV glucose. The patient was reportedly sent home the same day on injection therapy, and resumed insulin pump therapy on (B)(6) 2012. The patient was reportedly referred to a specialist for advice on pump settings and pump therapy, and contacted animas because she wanted to review the pump prior to meeting with the specialist. The patient noted that she has been experiencing erratic bgs over the past three months and noted a pattern of low fasting bg. There were no reported symptoms associated with the low bgs. The patient admitted to making her own adjustments to her basal rates, and noted that she lowered her basal rates after the incident on (B)(6) 2012. Animas customer technical support reviewed the pump with the patient and found all settings and histories were correct and all boluses are accounted for. The patient denied any changes in her health, activity level, diet, or medications. Troubleshooting indicated no pump malfunction. This complaint is being reported because the patient allegedly experienced hypoglycemia of undetermined cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.